Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant a lead impedance warning was alerted on the right atrial (ra) lead. It was also noted that thresholds appear to be increasing on the ra and right ventricular (rv) leads. Both leads remain in use. No patient complications have been reported as a result of this event.